Event description:
The pt's pants were lowered during a lumbar MRI procedure, resulting in skin to skin contact between the pt's fingers and thighs. The pt reportedly received blisters on her fingertips and thighs at this point of contact. Co was informed that the pt visited the hosp emergency room three days later for treatment, and was given medication for pain.